Event description:
It was reported that during an unknown procedure, a hand piece error occurred. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/24/2008. Evaluation summary: the handpiece was received with a loose mount. The analysis was performed; it was tested on a generator and no error code was noted. It was found that the hand piece no longer meets the specifications for continuity. The handpiece was disassembled and a torn acoustic isolator was found. Due to this condition, it may lead for an error code 3 to occur. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch records were reviewed and the final quality release criteria was met before the batches were released for distribution.